Manufacturer narrative:
Follow-up received on 04-feb-2016 (legal claim received): this case is potential legal. The consumer was (B)(6) at the time of essure insertion. She experienced severe hip, pelvic and back pain, severe headaches, extreme pain and leg pain. Essure removal date was reported as (B)(6) 2015 (discrepant information). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and cramping in pelvis/extreme pain and off and on bleeding (interpreted as genital bleeding). Both tubes and essure were removed a few months after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case consumer had severe pain and cramping in pelvis from the start. Therefore, considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, off and on bleeding started shortly after insertion. Therefore, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to the reported surgical intervention for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 28-jul-2015: follow-up attempts were done, with no response to date. Case considered closed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and cramping in pelvis and off and on bleeding (interpreted as genital bleeding). Both tubes and essure were removed one and a half month after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case consumer had severe pain and cramping in pelvis from the start. Therefore, considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, off and on bleeding started shortly after insertion. Therefore, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to the reported surgical intervention for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5041126) in united states on 11-jun-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2015. According to the consumer she had severe pain and cramping in her pelvis from the start. Then, other symptoms started shortly after, including leg pain, hip pain, headaches, major fatigue, off and on bleeding, weight loss and loss appetite. She felt like she was giving birth everyday; some days were so bad she could not get out of bed. She missed 15 days of work and made 2 trips to ER (emergency room) and 1 CT (computerized tomography) scan. She and her doctor decided to remove the coils and tubes to prevent more complications and any more severe pain. On (B)(6)-2015, surgery was done and essure and both tubes were removed. She was missing 2 weeks of work to recover from surgery. Trimadol was reported as concomitant medical product. Follow-up received on 18-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain and cramping in pelvis and off and on bleeding (interpreted as genital bleeding). Both tubes and essure were removed one and a half month after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. In the present case consumer had severe pain and cramping in pelvis from the start. Therefore, considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Also, after essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, off and on bleeding started shortly after insertion. Therefore, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to the reported surgical intervention for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.